Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 19-yrs implantation should not be unexpected. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
The pt was revised because of wear of the tibial insert.